Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01009. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope image on screen was going in and out. The issue occurred during therapeutic esophagogastroduodenoscopy while patient was sedated. The procedure was prolonged for greater than or equal to 30 minutes, and completed with same device. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device underwent visual and functional tests to assess the device status however, olympus was not able to duplicate the reported issue. The customer allegation was not confirmed. Olympus will continue to monitor field performance for this device. More than three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from the customer.